Event description:
It was reported to manufacturer via the facility, per facility it was reported that the following occurred on (B)(6) 2011: a patient had fallen while being lifted by a nurse using the hoyer presence with scale. Facility stated the patient fell approximately 4 feet and sustained no injury as they fell on their bottom. The facility stated that the bolt which attaches the scale to the boom of the lift broke causing the patient to fall. The lift has been taken out of service. Subsequent investigation revealed that the patient experienced increased pain; however no injuries were sustained as a result of this event.

Manufacturer narrative:
Joerns is sending report to scale manufacturer on (B)(4) 2011. (B)(4).